Event description:
The nihon kohden etco2 sensor kit does not allow the practitioner to administer nasal o2 at the same time you are monitoring co2 for moderate sedation. Also the product says that if you are delivering mask o2 that at a rate greater than 5 liters that it cannot measure co2 accurately. The design of the product creates a situation where a practitioner may think that they are delivering o2 but are not which may be critical in certain situations.